Manufacturer narrative:
Concomitant medical products: needleless syringe, therapy date (B)(6) 2015. The customer¿s report of a ¿hole¿ in the tubing was confirmed. Visual inspection of the set noted no holes or any anomalies. During a microscopic inspection there was a small round hole near the top of the segment, just below its engagement with the upper fitment. Functional testing was performed and leaking was observed. The root cause was not identified.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported a small hole in the tubing where it is inserted into the pump (right below the top hub) (presumed to mean upper fitment) was found while set was in use on a patient. No patient harm reported.

Manufacturer narrative:
(B)(4)